Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a myomectomy, two tb-0535fcss were used. After thirty minutes of use, the probe tips of two tb-0535fcss fell off into the patient. The fallen tips were retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe for the second tb-0535fcs.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17.5 mm from the distal end. The probe had contact mark which came in contact with the shaft. The fracture surface of the probe showed that crack developed from the contact mark. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Omsc presumes that the probe was cracked when the user activated the device in seal & cut mode with the probe contacting the inner wall of the shaft due to an excessive load to the probe, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.